Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged throat irritation, difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device latch was broken, throat irritation, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation and difficulty breathing/shortness of breath, device latch was broken, other thermal an issue related to a CPAP device's.there was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet, the rear panel, the bottom enclosure, the top of the pca (printed circuit assembly), the sd (secure digital) card slot of the pca, the blower box, and the blower outlet seal, additionally, there was dust-like contamination on the outside and inside of the blower motor, unknown yellow residue on the top enclosure, and the keypad on the top enclosure, small spot of black contamination, inconsistent with degraded sound abatement foam, on the top enclosure and the bottom enclosure, pieces of tape-like material stuck to the top enclosure, unknown brown residue on the bottom enclosure, the top enclosure, and the rear panel, unknown black residue on the ui panel, unknown white particle contamination on the blower box and the blower box cap, potential no clean flux on the battery holder of the pca. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the no presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and confirmed the presence of dust-like contaminationt and unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.